Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, dislodgement issue and no capture at maximum output issue was observed on the lv lead. The device was electively replaced due to a new epicardial lead being implanted and the current device would not attach to the original device and had to be implanted in another model of the device. The lv lead was capped on (B)(6) 2018. Patient was stable prior, during and post procedure.